Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly and or motor noted. The device had cracked case at display window corner and missing end cap sticker.

Event description:
Customer reported a button error on her insulin pump while she was entering her carbohydrates for a bolus delivery. Customer's blood glucose was 220 mg/dl. Customer leaves the device in the restroom while she showers. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).